Event description:
It was reported that the loaner x7000 lightsource was not working upon receipt. The loaner was received as a replacement for a damaged x7000 lightsource.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.